Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Visual evaluation of the returned device found that the device was split into three pieces upon receipt. Cross-sections of the split areas appeared consistent with cuts by a sharp device. The first cut was 9.7 cm from the distal end, and the second cut resulted in a 11.8 cm long separated middle portion of the device. The working length (catheter and pullwire) was kinked/bent at the distal end of the heat shrink. Extension and retraction of the brush could not be performed due to the cut working length. Review and analysis of all available information indicated the most probable root cause for this event was handling damage; most likely due to some handling aspect of the device prior to the procedure, the working length was bent. The split working length was likely due to the customer cutting the device for some reason; however this could not be verified.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was opened for use in a brush cytology procedure performed on (B)(6) 2013. According to the complainant, during a functional check prior to use, it was found that the proximal side of the sheath was kinked and the brush could not be extended out of the distal end of the device. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: working length split into three pieces. It was reported that is unknown when the device was cut off. However, the physician did not say the device was broken off.